Event description:
It was reported that the customer went to the campus nurse and they called the paramedics due to her blood glucose. Troubleshooting was performed. It was stated that the customer experienced nausea, burning, and can not concentrate. The customer's blood glucose was 518mg/dl. The caller stated that the customer had a no delivery alarm before going to work, and she thought she adjusted it. It was also mentioned that the customer had high potassium. It was stated that the customer is frightened after being hospitalized, and since she was sick the first week she was on the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.